Event description:
It was reported that the customer settings are frozen on the insulin pump, frequent battery changes, had to restart the rewind to complete once or twice. The customer's blood glucose level was unknown mg/dl. The customer declined 24 helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.